Event description:
Follow up information identified the ipg was explanted due to infection (reference MFR. Report: 1627487-2018-03747). Surgical intervention may be pending to re-implant the ipg once the infection has cleared and wound healing has taken place.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention approximately two weeks ago due to a wound issue and since that surgery the patient ipg has been unable to communicate with the external devices. The ipg was not placed into surgery mode. The patient programmer displayed an error code. The cp logs have been requested. Surgical intervention may be pending to address this issue.